Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (<10 mg/dl), 200's mg/dl and 95-130 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.